Manufacturer narrative:
Follow-up submitted with evaluation results. Further investigation also determined the seat was unable to support weight due to broken wooden frame in the seat section. Recliner replaced.

Event description:
It was reported via repair work order that the mechanism was broken and would not latch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the mechanism was broken and would not latch. It was further reported that the seat was unable to support weight due to broken wooden frame in the seat section. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.